Manufacturer narrative:
The account found the issue was due to a broken brake cam pivot. The account replaced the brake cam pivot to resolve the issue.

Event description:
The account alleged the brake caster was stuck in brake mode and would not release. No injury reported.